Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. The crimped stent length and crimped stent diameter of the returned device were consistent with a promus element plus 4.00x20 mm stent. A visual and microscopic examination of the stent found stent damage, with stent struts from the mid stent region lifted and bunched. The undamaged outer diameter was measured and the result was within maximum crimped stent profile measurement of a promus element plus 4.00x20 mm device. The crimped stent length was measured using calipers and the result was within maximum crimped stent profile measurement of a promus element plus 4.00x20 mm device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break in the strain relief region situated at 139 cm proximal to the distal end of the tip with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2021. It was reported that advancing difficulties were encountered. The 90% stenosed target lesion was located in the tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 4.00x20mm promus element plus drug-eluting stent was advanced but failed to reach the lesion despite several attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.